Event description:
It was reported that the rv (right ventricular) lead dislodged. The lead was repositioned. When the lead was being reconnected, there was no pacing. The device was explanted and replaced, and the lead remains in use. It was later determined that the cause of the pacing failure was due to operation in unipolar, with the device outside the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).